Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined. The reported unexpected medical intervention is a result of case specific circumstance as an additional clip was implanted for stabilization. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Prior to the procedure, it was noted the patient had barlow¿s disease and thick leaflets. An xtr clip was inserted and deployed without issues. However, after deployment, the clip opened greater than 20 degrees. It was noted the clip remained attached to both leaflets, but the physician decided to implant an additional clip for stabilization. The second clip was successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.